Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No charge/battery anomaly were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the unit and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors and diminished battery life. Customer's blood glucose value was unknown. Offered transfer to 24 hours helpline but customer declined. The device will not be returned for analysis.